Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are no distributed in USA products, but similar device product is listed in USA. G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Additional information: the endoscope was reprocessed using an automatic washer (soluscope aer), however, one pathogen from 20 cfu/100ml of bacteria was detected in the instrument channel. As a result of gfe (good faith effort), stenotrophomonas maltophilia (glucose non-fermenting gram-negative rod) was detected in the instrument channel. The cleaning brush used was aspt inmed cleaning brush for channel diameters from 2.8 mm to 4.2 mm. There was no information about the cleaning brush used to clean the ports/cylinders. The cleaning brush used in the reprocessing process was covering the entire inner diameter of the instrument channel (3.8 mm). However, there was no information about the cleaning brush used to clean the ports/cylinders. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Brand new device contaminated after reprocessing, before first use, with 20 cfu/100ml and one pathogene in the operating channel. No defect with the endoscope detected during inspection. Customer requires a reinforced reprocessing at pentax medical france, as their reprocessings were not successful. The device will be sampled after the reinforced reprocessing at pentax medical france. This event occurred at the time of after use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information b4: date of this report. D4: primary unique device identifier (UDI) #. G6: follow up #1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information h4: device manufacture date. Evaluation summary based on the investigation, the facility did not use the proper cleaning brushes when reprocessing before use. A non-compatible brush from another manufacturer was used for brushing operation channel. This led to the conclusion that proper cleaning had not been carried out during reprocessing, resulting in the detection of bacteria during sampling. Pentax france performed reprocessing and sampling and the scope met the criteria. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 06-jun-2024 under normal conditions. The endoscope was reworked forcfb poor flexibility including cfb tube adjustment and passed required inspections and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2024. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.